Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level at time of incident was 600 mg/dl and the current blood glucose level was 600 mg/dl. The customer was treated with manual injection. Customer reports symptoms related to their high blood glucose level like nausea and abdominal pain. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer was alleging insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.